Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in fair condition with scratched screen, and cracked housing. Event history log review was performed and found no evidence of reported problem. The customer's reported problem could not be duplicated. During investigation, the device was started in application, and no problems found with double beeping, but the device displayed ec1310. However, according to the investigation, the pump downstream sensor will be replaced as a preventive measure. Service also replace the pump scratched screen.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette alarm and had lens scratches". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.